Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received repeated ¿unable to proceed¿ notifications with an alert 38 and could not announce a meal, then attempted a ¿fill tubing only¿ action while connected to deliver insulin before restarting the device and successfully completing a supply change, after which insulin delivery resumed without recurring alerts. Symptoms included hyperglycemia with a reported peak of 226 mg/dl over approximately four hours and user frustration. Outcomes included device alarm notifications for prolonged hyperglycemia and use of backup therapy without medical intervention or ketone testing. Investigation included guided troubleshooting and education, including a device restart and completion of a supply change. Investigation of this case revealed resolution after restart with no further alert 38 occurrences, consistent with an insulin delivery alarm related to a consecutive stalled motor event in the pump mechanism. It was concluded, based on previously established findings for similar reports, that the cause was a transient device performance issue resolved by restart and proper supply change, with user education provided to avoid using ¿fill tubing only¿ while connected.